Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose (bg) level was 535 mg/dl. Customer treated elevated bg with short and long acting insulin.